Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The device, outside the tyvek pouches and paperboard carrier was loose in the box with an IFU and chart label sheet. The box is heavily damaged and taped together. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. A review of the packaging sequence process summary for fast-fix 360, found that the operator must place the (device) sealed inner pouch into the outer pouch. Operator should ensure that the IFU, patient label and sealed pouch with the device are inside the carton before closing it. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for an arthroscopy, when the fast-fix 360 was opened, it was discovered that the tyvek package was not included. There was a back-up device available and non-significant surgical delay was reported. There was no patient involvement.